Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked insulin. In addition, it was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 544 mg/dl. Correction bolus was delivered to address the high bgs. Customer changed pump supplies to resolve the occlusion.